Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. The device contained 5 fluorouracil and saline with a total volume of 105ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between september 3-5, 2025. H11: the device was received for evaluation. Visual inspection on the returned unit via the naked eye noted the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality and as a result, no signs of abnormality were observed on the external and internal surfaces of the bladder, the rupture line and stressmember. The reported condition was verified. The cause of the reported condition could not be determined; however, the possible cause was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.